Event description:
Patient inquiring that the product was guaranteed in the event of rupture and/or encapsulation. Physician later reported capsular contracture IV. Device remains implanted. This record created for left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Physician later reported capsular contracture IV. Device remains implanted. This record created for left side.

Event description:
Patient inquiring that the product was guaranteed in the event of rupture and/or encapsulation. Device remains implanted. This record created for left side.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.